Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Rep said pt had restore battery that had been fully depleted and in overdischarge two times in the past and pt was reset by rep. Now, pt had upcoming spine surgery and ipg would be replaced anyway because pt was "due for a new battery" and pt had not recharged the ipg since about a month ago(since the last time they had the ipg reset by rep) because they had a shoulder injury and was not able to reach around to their ipg to charge the ipg. Caller said pt recently got new wireless recharger a couple of weeks ago. Rep. Was calling about electrocautery guidelines for the ipg. Tss reviewed electrocautery guidelines.